Event description:
The customer reported that during a sub total gastrectomy, the device was not sealing completely, although the endtones, indicating completed seal cycles, were heard. When the surgeon used the cut function after sealing, minor bleeding was confirmed in 5 areas. Another device was opened and used to continue the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow up report will be submitted.